Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level. However, the exact value was not provided. The customer consumed candy to stabilize bg level. In addition, it was reported that the customer had experienced elevated bg levels 240- 535 mg/dl with moderate ketones present. The customer delivered a pen injection to stabilize bg level. At the time of the call the customers bg level was 393 mg/dl. Reportedly, the customer had consumed carbohydrates and is possibly the suspected cause of elevated bg's. However, it was not confirmed.. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A few hours later the customer reported bg's had dropped to 312 mg/dl. The customer delivered a manual injection and declined further troubleshooting with cts.